Event description:
The clinician reports the implant was inserted (B)(6) 2026 in ADA 28. On (B)(6) 2026 non-osseointegration was verified. Patient presented with bone type III. The device was forwarded to the manufacturer. At the event the patient experienced: Mobility. No further patient complications were reported.